Event description:
Customer has had problems with the lines clotting within the first couple of days of insertion. The customer has had no prior complications with lines clotting off. The physicians technique is to flush the line before placement to verify patency, then to insert the catheter. Next, withdraw from each lumen and flush each lumen. This happened in four instances. In all of these cases tpa was used but they clotted off again.

Manufacturer narrative:
Evaluation: the customer returned one unopened set. An examination found the lumen open with no unusual characteristics noted. Unfortunately, the actual complaint device was not returned. However, it is feasible to say the device was not properly maintained. We do state in our instructions for use that to prevent clotting or possibility of air embolus, the double lumen's #2 lumen and the triple lumen's #2 and #3 lumens should be filled with saline solution or heparinized saline solution, depending on institutional protocol, prior to catheter introduction. Any unused lumens should be maintained with continuous saline or heparinized saline drip or locked with heparinized saline solution. Heparin-locked lumens should be reestablished at least every 8 hours. The lumens are verified 100% to be open with the appropriate sized wire guide or mandrill checker prior to further processing.